Event description:
Device analysis is provided.

Manufacturer narrative:
Unable to preform complete analysis due to condition of lead. Visual inspection under 30x magnification indicates no j wire fractures or protrusions. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms no j stiffener wire fractures.